Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pocket pain and extended ipg charging issue. The patient underwent an explant procedure. The explanted ipg will not be returned.